Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve has been returned for evaluation device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, siphon guard, leak, reflux and pressure. Root cause - could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for valve not draining could be due to biological debris and protein build up that may cause an occlusion, but at the time of investigation, no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported the certas valve was not draining. The valve was implanted on (B)(6) 2020 with an initial setting of 8 and it was not draining. On (B)(6) 2020, the setting was changed to 5 using a manual tool kit and it was still not draining and the decision was made to replace the valve.